Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log files. The controller event log file captured multiple backup battery fault alarms on 31jan2026, 01feb2026, and 02feb2026. The alarms were associated with the backup battery not passing the load test. The alarms resolved each time. No other notable events or alarms were captured, and the system appeared to function as intended. Reported information stated the patient was having consistent backup battery faults which would only occasionally clear with self tests, however more recently the self test¿s did not resolve the alarms. Troubleshooting did not resolve the issue. The backup battery was exchanged and the alarms did not resolve. The system controller was exchanged which resolved the alarm. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventive action was initiated to investigate backup battery faults. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2026 the patient reported having consistent emergency backup battery (ebb) faults which would only occasionally clear with self-tests, however more recently clearing the self-tests did not resolve the alarms. The ebb was exchanged and the alarms did not resolve. The system controller was exchanged which resolved the alarm. Log file review was requested which revealed ebb faults on (B)(6) 2026 due to the ebb failing the load test. No other unusual alarms were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.